Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in germany during treatment. It was reported that while the patient was connected to the cardiohelp (vv ECMO) the error message ¿device defective 0.33291¿ was displayed. The error message appears and disappears. The cardiohelp was replaced during treatment without any complications with rpm 2300 and blood flow of 3l. Following patient data was shared: female, 200kgs and 170cm. No harm to any person has been reported. As the cardiohelp device was replaced during treatment, a report is required. New information has been received on 2025-12-22 that no pump stop occurred. The patient was connected on (B)(6) 2025 and the reported failure occurred on (B)(6) 2025. The patient is 54 years old. Additional information was received on 2026-02-06 that the patient remains stable and no patient harm occurred. Getinge is not responsible for the repair. The customer has a contract with the service provider company lifesystem. Lifesystem investigated the cardiohelp device and confirmed that the sensor panel is defective, no visual defect was observed. The sensor panel will be replaced. The logfiles and the event were analysed by getinge life-cycle-engineering (lce) on 2026-02-11 with following conclusion: the reported error message "device defective" can be confirmed within the logfiles. The sensor panel cannot hold the 3.3v power supply, which causes the error message. A similar event was investigated and the most probable root causes are fractured or broken solder joints in the circuits responsible for the 3.3v power supply. Further lce stated that the cardiohelp and sensor panel affected in this complaint are older than 10 years and therefore aging related aspects can be considered as well. According to the instruction for use (IFU) of the cardiohelp device (chapter ¿high priority¿) it is stated that this error message inform the user of an error that require the service to diagnose the fault. The cardiohelp should be exchanged as quickly as possible, if the failure occurs during patient treatment. The perfusion on the cardiohelp should be continually be checked, as well as the monitoring of the patient. Furthermore, in the IFU chapter ¿check before every application¿ it is mentioned that all important functions and this particular error messages of the cardiohelp have to be checked before use. The review of the non-conformities has been performed on 2025-12-22 for the period of (B)(6) 2013 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-04-18. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp. Based on the results the reported failure "device defective error" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in germany during treatment. It was reported that while the patient was connected to the cardiohelp (vv ECMO) the error message ¿device defective 0.33291¿ was displayed. The error message appears and disappears. The cardiohelp was replaced during treatment without any complications with rpm 2300 and blood flow of 3l. Following patient data was shared: female, 200kgs and 170cm. No harm to any person has been reported. New information has been received on 2025-12-22 that no pump stop occurred. The patient was connected on (B)(6) 2025 and the reported failure occurred on (B)(6) 2025. The patient is 54 years old. Getinge is not responsible for the repair. The customer has a contract with the service provider company meditec. As the cardiohelp device was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.